Event description:
Reported pt on a morphine IV drip for comfort care. At 3:30 pm, nurse checked the buretrol on the disposable set and noticed it was empty (should not have been empty). Nurse gave 10mg more and did notice that the fluid ran as expected and did not run in too fast. No pt harm or medical intervention required at time of incident. Twelve hours later, the pt died. Customer verbalized pt death not caused by an over infusion of morphine as pt was terminally ill. Customer also noted that upon opening the door of the device the platen/hinge assembly was broken at the top. Product not received as of the time of this report. If product received a f/u report will be sent when investigation complete.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR.